Manufacturer narrative:
No device sample returned for manufacturer analysis and no lot number reported, no investigation could be completed, and no root cause established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
Hold for review (kp) the patient purchased a six pack of monthly replacement contact lenses in august 2020. The patient reported that she experienced three eye infections since purchasing. She indicated that during use with the contact lenses she experienced a corneal abrasion, three styes, and a corneal ulcer of the left (os) eye. The user states they were prescribed ofloxacin for the stye and abrasion incidents. No further information was provided for the corneal abrasion incident. The user indicates that for the ulcer incident, which occurred in march of 2021, the patient was treated with ciprofloxacin. It is reported by the user that she has been referred to a specialist, as of 19 april the ulcer is not resolving and may need surgery for the scaring. Good faith efforts have been made to obtain further information without success, additional information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis, lack of medical information, and unknown resolution.